Event description:
It was reported that the device had all three icons (service wrench, attention and charge pak) illuminated in the readiness display. Therefore the device would not be able to provide defibrillation therapy.there was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not evaluated by physio-control. The customer confirmed that the device was returned to physio-control. However, physio-control did not receive the device. Therefore physio-control is unable to determine the cause of the reported issue.